Manufacturer narrative:
H5: updated. A1, a4: updated. The suspect product was returned for evaluation. Visual inspection confirmed that there was a small hairline crack observed on the suction valve. Functional test was performed by inserting syringe to the suction valve and a crack was observed. The allegation made by the complainant was confirmed. The probable root cause of the event was due to applying excessive force when connecting the syringe or suction device.

Event description:
It was stated that on closer inspection of the tracheostomy sub glottic port it was found that there was a crack in the blue plastic where the syringe attaches. Tracheostomy inserted as part of a planned change, due to the previous tracheostomy sub glottic port not working. Within 2 days of the new tracheostomy being sited, it was noted that they were unbale to aspirate from the subglottic port with a standard 10ml syringe as per their normal policy. They were however able to aspirate using a low suction from the wall suction unit. This was only visible when the syringe was attached. This was causing loss of suction when he did pull back on the syringe, hence why the wall suction unit worked effectively as this covered the crack. As a result of the above, the tracheostomy needed to be changed again to allow regular suction from the sub glottic port, as the patient in question was having high volumes of sub glottic aspirates. There was patient involvement.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.